Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. The bwi product analysis lab received the device for evaluation on 06-oct-2023. The device evaluation was completed on 13-oct-2023. The catheter was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and a deflection test of the returned catheter. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed; however, the hole could be related to the handling but, it cannot be conclusively determined. Per the complaint, the catheter was tested for deflection and the catheter failed. A failure analysis was performed, and the catheter handle was opened; the puller wire was found broken from the tip when it was pulled out of the shaft, causing the deflection malfunction. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / steering wire (g04121) were selected as related to the customer¿s reported ¿deflection¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish brown material inside and a hole on the pebax with internal parts exposed¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. Initially it was reported that the physician noticed the catheter did not deflect toward the f curve properly. This was noticed right after the catheter was inserted into the body. When the catheter was replaced, the issue was resolved. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-oct-2023 there was reddish brown material inside and a hole on the pebax with internal parts exposed. This event was originally considered non-reportable, however, bwi became aware of the hole on the pebax with internal parts exposed on 13-oct-2023 and have assessed this returned condition as reportable.